Event description:
Event description guidant received information that this implantable lead fractured due to clavicular crush. This fracture resulted in oversensing of noise and the delivery of inappropriate shocks. The physician elected to cap and abandon this lead. A similar lead was implanted without additional complication.